Event description:
I was just given the info on how to contact you with medical problems, pertaining to the mesh used in surgical procedures. In (B)(6) 2007, I had abdominal surgery in (B)(6) to remove a large schwannoma. The surgery went well and I had a good recovery. That summer in (B)(6), I developed several large incisional hernias. I was operated on to repair the hernias on (B)(6) 2007. The surgeon used a large piece of mesh to repair them, it was attached with spiral tacks. I have had pain ever since the surgery. When mentioning this to the surgeon, he told me I would not feel like I did prior to surgery. I cannot wear anything around my waist and I feel like something is pushing up under my rib cage. I have a large bulge on my right side and almost constant pain, especially after eating. I contacted the dr to find out what kind of mesh was used in the procedure and they have no record of the MFR. The dr's office told me to contact the hosp and they supplied me with the info on the attached label. The hosp also mentioned that something expires in (B)(6) 2011, I assume this relates to the mesh. I know that several types of mesh have been removed from approved lists. I would like to know if the type used on me has been discontinued as well as the titanium tacks that were used. I would like to know if other people have suffered as I have from the use of this mesh and where I can obtain more info about it. I have copies of all procedures that have been done.